Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: the basal-iq lock screen appears any time you turn on the screen and you are using your pump with a cgm and the basal-iq technology enabled. The basal-iq lock screen is the same as the cgm lock screen, with the following additions. Basal-iq technology status: indicates the status of the basal-iq technology. 2. Cgm graph shading: red shading indicates the basal-iq technology is, or was, active for the period indicated.

Event description:
It was reported that the customer's blood glucose (bg) was 40-50 mg/dl; cause of low bg was not known. Customer consumed food to address low bg. During troubleshooting with the customer, it was observed that the customer had inadvertently turned off the basal iq (biq) feature. Biq has been activated with no issue.